Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown - nails: expert tibial /unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that in (B)(6) 2018, the patient underwent an implant surgery for tibia with the nail. On (B)(6) 2020, the patient underwent the removal surgery of the nail with the extraction screw in question. The surgeon had difficulty in connecting the extraction screw to the nail. The surgeon shaved bone to connect them, but he couldn't, and he gave up connecting. The surgeon tried to remove the nail with a pliers, but he couldn't. The surgeon tried to connect the extraction screw to the nail again. The engagement between the extraction screw and the nail was seemed to be weak, but he could connect them and remove the nail successfully. The surgery time was totally 2 hours 30 minutes. No further information is available. This complaint involves two (2) devices. This report is for one (1) unk - nails: expert tibial. This report is 2 of 2 for (B)(4).

Event description:
Additional information for event description: patient outcome was stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.